Event description:
It was reported that unspecified bd infusion set was missing a clamp the following information was received by the initial reporter with the following verbatim: u.s. Food & drug administration]: describe event or problem: defected IV administration set, missing roller within clamp. Date of event: 16-feb-2024.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 20 feb, 2024. Medwatch report # mw5151872 no product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.